Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since implant they have had issues with leakage and "locking up" their bowels if they increased stimulation too much. The caller states that they met with a manufacturer representative named james about 3 weeks ago and they turned on a program and turned it up too high and the patient's arm started "flapping" the rep turned the stimulation down and that resolved the issue. Caller stated their dbs device is supposed to help with the "flapping". The patient was redirected to their healthcare provider to further address the issue and to check the other programs. Patient service specialist reviewed information about programs. Additional information was received from the patient that when the manufacturer representative (rep) was programming the ins bladder stimulator, the patient thought that the ins interfered with the dbs device. Patient said their dbs device was programmed perfectly and gave their life back but during that programming session their ins put their dbs into oscillation or something. Patient stated if the rep hadn't been there to turn off the ins it would've, "probably killed them." Patient said during the program their arm was as steady but when the rep put the ins on a program that worked better and increased the settings their arm started flopping uncontrollably. Settings were adjusted to a lower setting and the ins was working better. Patient said they liked that ins settings but they didn't want to use it if it was dangerous. Patient inquired regarding implant interference. Patient said they didn't know if they should turn off their bladder stimulator. Agent consulted technical services and then reviewed info with patient from labeling.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID b35200, lot#/serial# (B)(6),product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the problem is if they turn their stimulation up enough to slow down leakage it locks up their bowels. They have virtually no warning of when they need to urinate. They can not find a program that will slow the leakage but not cause bowel problems. Their bladder stimulator seems to work satisfactory for only a few days at a time. The issue is not yet resolved as the program change did not help.

Event description:
Patient called back regarding previously noted issues with leakage and bowel symptoms. Patient stated they have tried all of the programs and that they had additional programs added on. Patient said they currently have ins off. Patient stated if they increase the stimulation they can't have a bowel movement but if they decrease the stimulation their leakage returns. Patient stated it sometimes helps their leakage but they have urgency to go. Patient mentioned that when the rep had changed to a certain program their arm started "thumping." As mentioned previously patient stated they have a dbs device as well. Patient stated they have two additional programs that they have not tried yet. Reviewed therapy adjustment information again. Patient stated they had "nothing to lose" in trying the other programs. Patient called field and requested compatibility information regarding an electronic foot massage mat. Patient services (ps) reviewed information. During the call patient re-reported information already documented in this case, about interstim helping but not as much as they would like, trying different programs to try to improve their urgency, leaking, sleeping and said if they increase too far they are miserable with bm problems. They have met with the local rep and another rep, and now they have 2 programs that turn on and off and a code to get in. Patient said, they are trying to get better results and will meet with rep next week. Patient re-reported information about the rep changing their program and causing an interaction with their arm. During the call patient was successful to synch with their interstim device and confirmed the external equipment worked as expected. (B)(4) for the dbs percept.

Manufacturer narrative:
Continuation of d10: product ID b35200 lot# serial# (B)(6) product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient called back regarding previously noted issues with lack of therapeutic effect. Patient stated they have noticed if they increase stimulation too much it effects their bowel and they can't have a bowel movement. Patient stated they think there is one more program they can try. Patient also mentioned they have had accidents again. Patient directed to continue working with hcp regarding symptoms. Patient stated they work with mdt rep as previously noted. Patient stated they had received a letter from mdt and will be returning the letter with their written answers.